Event description:
Per the clinic, the underwent surgery on (B)(6) 2012, to excise an overgrowth of tissue around the implant site. The abutment was also exchanged for a longer model.

Manufacturer narrative:
(B)(4) implanted device remains.